Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump received a power source alert. Customer declined troubleshooting from tandem technical support (tts). There was no reported adverse impact. Customer resumed insulin therapy on the pump.